Event description:
The user received questionable ion selective electrode (ise) sodium results and provided data for two patient samples. Repeat testing was performed (B)(6) 2010 on cobas c501 analyzer serial number (B)(4). All results are in mmol/l. Patient sample 1 initial result was 129 and the repeat result was 140. Patient sample 2 initial result was 132 and the repeat result was 140. The initial results were reported outside the laboratory. No adverse events were alleged regarding the event. The lot number of the sodium electrode was not provided. The field service representative could not find a cause. He verified the analyzer operation with successful ise checks, precision testing with results within the acceptable range and quality control.

Event description:
Caller reports lancet is protruding from multiclix device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.